Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold and lead dislodgement were observed. The lead was capped and replaced. The patient was in good condition post-procedure.